Event description:
A routine telemetry measurement resulted in "poor coupling". No anomalies in the pt's hearing sensation were reported, the pt continues wearing her external equipment.

Manufacturer narrative:
The device has not been explanted.